Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue; noting that no icons were present on the readiness display due to the device's hybrid layer capacitor (hlc) batteries having a value of zero (0).  Physio downloaded the electronic records from the device and determined that the cause of the reported issue was that the unit had logged over 17.5 hours of on-time due to repeated user power on events.  This issue was likely caused by an object making contact with the device's on/off button while the device was being stored.   Physio confirmed that the device would power on, charge and shock; however, depleted internal hlc batteries can inhibit the device's ability to provide defibrillation therapy, if it were necessary.  The device was then opened and an internal physical inspection was performed with no discrepancies observed. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.